Event description:
The lay user/pt called lifescan (lfs) in 2005, and alleged that her meter was missing segments. The medical affairs specialist spoke to the pt in 2005, and obtained/verified the following info. The pt was unable to test on her meter since the month before. She stated that she had attempted to test during the two months and would occasionally obtain a result. She did not report on any other devices during this time period. She takes metformin, 500 mg a day. She also takes novolog insulin. She originally stated that she takes it based on a sliding scale, but then reported that she adjusts it based on symptoms. The pt began feeling drowsy in 2005. She visited her dr the following day and her blood glucose was tested. The result was given IV fluids to lower her blood glucose. The meter issue was not resolved with troubleshooting. This complaint is being reported because the pt was unable to test due to the missing segments issue and she was not able to medicate herself appropriately, and she subsequently received medical intervention for hyperglycemia. A replacement meter has been sent.